Event description:
I had fraxel dual 1927 in (B)(6) 2013 (B)(6). I was told it was a very safe procedure and may be a little red for a couple days. All seemed okay until (B)(6) 2014. I went to the beach and tanned my face. I had white spots all over the sides of my face. The laser caused delayed onset hypopigmentation. I have been told that this is now permanent damaged caused by this laser. This machine needs to be off the market. Dr (B)(6) has told me she contacted the makers of fraxel to let them know this happened to me. I'd like to know if it was reported. This is an awful machine and not safe. It has ruined my life.